Event description:
It was reported that the device was contaminated. The stenosed target lesion was located in the coronary artery. A comet ii pressure guidewire was selected for use. During the procedure, it was noted that the internal packaging of the device was torn, and the sterility of the device is in question. The procedure was completed using a different device. No patient complications were reported.